Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation and tamponade during the implant procedure for the leadless implantable pulse generator (ipg) device. Surgery and sternotomy was performed to repair the hole in the right ventricular (rv). The device remains in use. No further patient complications have been reported as a result of this event.